Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to three of five devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-01661, 3005099803-2016-01662, 3005099803-2016-01664 and 3005099803-2016-01665 for the other associated device information. It was reported to boston scientific corporation that five captivator extra large snares were used in the rectum and duodenum during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, they attempted to cut the polyp but the snare would only partially cut the polyp and the loop would twist when retracted further. Four other captivator extra large snares were used and encountered the same issue. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the snare loop was twisted and the distal section was damaged. The device passed the electrical test. The unit was able to extend and retract within specifications. Deflection test was not performed due to device condition. The complaint was confirmed, the device has the snare loop twisted and the distal tip was damaged; the investigation showed excessive manipulation of the device. The failures found were most likely due to anatomical/procedural factors like interaction with other devices or while the device was advancing through the lesion target could have generated the failures encountered. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
Note: this report pertains to three of five devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-01661, 3005099803-2016-01662, 3005099803-2016-01664 and 3005099803-2016-01665 for the other associated device information. It was reported to boston scientific corporation that five captivator extra large snares were used in the rectum and duodenum during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, they attempted to cut the polyp but the snare would only partially cut the polyp and the loop would twist when retracted further. Four other captivator extra large snares were used and encountered the same issue. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.